Event description:
Old, new and worsening symptoms. Migraines 1-2x a week - started with red, hot swollen and numb feet now on knees, hands and elbows as well comes and goes. Constantly swollen glands mostly under chin but occasionally all over as well. Pain on my right breast (new). Muscle pain on legs. Mood irritability, insomnia or too tired. Infertility.